Event description:
On januray 2, 1992. A radiofrequency lesion generator was used to perform radiofrequency trigeminal rhizotomy. During the procedure, difficulty in maintaining the temperature of the needle electrode was experienced. Following the procedure, the equipment was sent to the bioengineering department to be checked. Bioengineering found a problem with an electrode and it was replaced. Due to the absence of instructions in the operations manual regarding checking the reliability of temperature readings, a new procedure was developed to verify the accuracy of readings on the generator.the patient experienced numbness post procedure, as was expected, at a follow up exam on february 11, 1992. There was some evidence of more extensive numbness which may be permanent, but at this point, the permanency is not conclusive. Although the result falls within the realm of expected oucomes reasonable for this procedure, there is the possibility that it is related to the equipment malfuncitondevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. Date last serviced: 01-jan-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed, visual examination. Results of evaluation: electrical problem, telemetry failure, modification of device, unanticipated adverse reaction - long term, component failure. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded, device repaired and put back in service, inserviced by biomedical engineering dept. Staff. Invalid data - on device destroyed/disposed of status.